Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and 2367, which occurred on the homechoice (hc) during initial drain. The home patient (hp) fell asleep and did not connect until the morning. The technical service representative (tsr) recycled the power cleared and explained alarm. The caller would discard supplies and start over with new supplies. The home patient (hp) would call the registered nurse (rn).. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to connect the patient line to their transfer set prior to starting the initial drain when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.